Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.